Event description:
This is a spontaneous case report received from a physician in united states on 12-jan-2016 which refers to a non-pregnant adult (>=18y & <65y) female patient who had essure (fallopian tube occlusion insert) inserted in 2012 (by another doctor), for contraception. Physician reported that patient is scheduled for essure removal on (B)(6) 2016. Patient read stuff online and requested removal due to pain on left side. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pain on left side (interpreted as pelvic pain). She was scheduled for essure removal. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal will be required. A product technical analysis and further information are expected.

Manufacturer narrative:
Follow-up 08-mar-2016: ptc investigation results were provided. Ptc global number: (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. In summary, there is no reason to suspect a causal relationship between the reported medical event and a quality detect. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pain on left side (interpreted as pelvic pain). She was scheduled for essure removal. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed. Further information is expected.

Manufacturer narrative:
Follow-up information received on 08-apr-2016: despite follow-up attempts, no response was given to date. Company causality comment: this spontaneous medically confirmed case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had pain on left side (interpreted as pelvic pain). She was scheduled for essure removal. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion, pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal will be required. Based on the available information no product quality defect was confirmed. Further information could not be obtained, despite follow-up attempts.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.